Manufacturer narrative:
Internal file number - (B)(4). Corrections: MFR site - reg # and contact name updated. Evaluation summary: analysis was performed on the returned device. The reported failure to deploy the needles could not be replicated in a testing environment based on the returned device condition. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. A conclusive cause for the reported failure to deploy the needles and inability to remove the device could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to filing of the initial medwatch report, additional information was received. Hemostasis was achieved after the endoleak procedure by vascular patch and z-shaped suture. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. G9: exemption number e2019001 which permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.the device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with prostar xl device, with a 10f sheath using the pre-close technique, prior to an interventional endoleak procedure. Reportedly, the prostar xl needles could not be removed due to a needle miss, no needles were visible after device deployment. The needles could not be visualized on angiography. Three attempts of the needle backdown technique failed. The prostar xl device was stuck in the patient anatomy. A cutdown revealed a false position of one needle. The prostar xl and needles were removed from the patient anatomy. A vascular patch and z-shaped suture were used to achieve hemostasis. There was a 45 minute clinically significant delay in the procedure or therapy. No additional information was provided.